Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 39 mg/dl. Patient's other blood glucose value: 300 and 190 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer reported that their blood glucose and sensor glucose levels were 50 points off. Customer declined to troubleshoot for their blood glucose levels. The customer was treated with carbohydrate and insulin pump for their blood glucose levels. The device is not expected to be returned for analysis.